Event description:
This is a report by a consumer in (B)(6) with supplemental information received from a peritoneal dialysis nurse (pdn) of break in aseptic technique, peritonitis, back pain and mass on right kidney in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On (B)(6) 2009, the patient began treatment with dianeal pd4 ambuflex (7.5l nightly, lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) and dianeal pd4 ultrabag (3l daily, lot number not reported) ip for continuous ambulatory peritoneal dialysis (capd). At the time of this report, dianeal therapies were reported to be ongoing. On an unreported date, during a call with baxter technical services (bts) the following was reported by the patient. On an unreported date, the patient experienced a break in aseptic technique (details not provided). On an unknown date in (B)(6) 2012, the patient was hospitalized for abdominal pain. On an unreported date in (B)(6) 2012, the patient was diagnosed with peritonitis (unknown type) manifested by the abdominal pain. The patient was treated with unspecified intravenous antibiotics (dose, frequency, lot, not reported). It was reported, the patient was retrained on aseptic technique (date unspecified). On an unknown date in (B)(6) 2012, the patient was discharged from the hospital and a few days after discharge, the patient was readmitted to the hospital for back pain. On an unreported date in (B)(6) 2012, while hospitalized, the patient was diagnosed with a mass on her right kidney (type of diagnostic test was unknown). There was no surgery performed while the patient was in the hospital. On an unknown date in (B)(6) 2012, the patient was discharged from the hospital. Concomitant therapy was not reported. The outcome of the back pain was reported as resolved in (b)(64) 2012 (unspecified date). The outcome of the mass on the right kidney was not reported. At the time of this report, it was reported the patient was recovering from the peritonitis. On (B)(6) 2012 baxter product surveillance contacted a pdn and received the following additional information. The pdn reported the patient has completed her round of antibiotics. The pdn stated that they do not have the results of the gram stain, peritoneal effluent analysis and pd effluent culture because they were performed while the patient was in the hospital. The pdn stated that the cause of the peritonitis was a touch contamination and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by the patient described as touch contamination. No assignable cause for the touch contamination was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.